Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female pt who rec'd super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip free denture adhesive cream (formulation number (B)(4)). On an unk date, the pt started super poligrip original denture adhesive cream (dental). At an unk time after starting super poligrip original denture adhesive cream, the pt experienced anemia. The pt reported that she experienced anemia approximately two and a half years ago. The pt queried if super poligrip free denture adhesive cream was zinc free. The pt reported, "as soon as the zinc thing came out, I quit using the original and using this free." This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the event was unresolved. Super poligrip original denture adhesive cream and super poligrip free denture adhesive cream are manufactured in (B)(4). The lot number for super poligrip original denture adhesive cream is available (lot number x08492) and quality testing is pending.

Manufacturer narrative:
(B)(4). Add'l lot#: unk.